Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
Within the past month I have had 2 sheaths that had a leak at proximal end where the bioptome is inserted. I was still able to complete the case but throughout there was small amount of blood leaking. I do not recall date of first occurrence but second occurrence was on (B)(6) 2023.